Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745nt (serial: (B)(6); product type: implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient (pt) reported their controller went 'dead' when they charged the implant (ins) and the issue began a couple days ago. Patient got a lost data message. Patient mentioned it took a very long time to charge and normally would charge within a few hours but it took a day or more to charge it up. Agent understood this as the implant. Patient needed an MRI of their breast. During the call patient removed the battery and plugged the ac power. Controller powered on. Patient inserted the battery and controller was at 80% and implant was at red. Patient charged the implant and after reviewing best charging practices patient got excellent. Agent advised patient to call back if the issue persisted. Pt called back for MRI information and says MRI facility only has a 3.0t machine. Reviewed MRI guidelines and reviewed how to get into MRI mode. Pt is charging ins now but will go into MRI mode later to check their eligibility. *information regarding 2024 ins replacement omitted and included in (B)(4).